Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had sound. There were no speaker issues identified or found during evaluation. The technician was unable to replicate the customer's allegation. The device was repaired by replacing parts that were found damaged and outdated. The device was updated to the latest hardware and firmware per procedures and passed functional tests. The repaired device was returned to the customer site.

Event description:
The customer reported that the telemetry device had no sound on alarm. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.